Manufacturer narrative:
Philips has investigated this complaint. The clinical usage of the system is unknown. Customer reported that ¿no video on flexvision monitor¿. No further information regarding the issue has been provided. No service has been performed by philips since case has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the images were not displayed on the flexvision monitor. No harm was reported to philips. Philips has started an investigation of this complaint.